Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the r1-2 arm level detection printed circuit board (pcb), the tubing between the r1-2 syringe and the r1-2 arm, and the r1/s mix bar assembly, and aligned the mix bars which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results on their au5800 clinical chemistry analyzer. The customer did not specify the affected analytes. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.